Manufacturer narrative:
Corrected information in section h6 - medical device problem code the alnty ci snsr bsl of the alinity c processing module was replaced and deemed the likely cause for the alinity c processing module generating the false decreased sodium results. The alinity c processing module function was verified with a control run. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. The instrument service history of the (B)(6) verifies no subsequent issues have been reported related to false decreased sodium patient results post the current issue was identified. A review of tracking and trending did not identify any trends for the complaint issue. The product monitoring review scorecard was reviewed and found no similar issues for alinity c system with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint for the alinity c processing module. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for multiple samples. (Customer provided reference interval - 135 - 145 mmol/l). The following results were provided: (B)(6) 2024 sid (B)(6) initial sodium result - 119.09 mmol/l, repeat result (ac04959) = 141 mmol/l . (B)(6) 2024 sid(B)(6) initial sodium result - 116.38 mmol/l, repeat result (ac04959) = 134.56 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for multiple samples. (Customer provided reference interval - 135 - 145 mmol/l) the following results were provided: (B)(6) 2024 sid (B)(6) initial sodium result - 119.09 mmol/l, repeat result (ac04959) = 141 mmol/l. (B)(6) 2024 sid (B)(6) initial sodium result - 116.38 mmol/l, repeat result (ac04959) = 134.56 mmol/l. No impact to patient management was reported.